Event description:
User stated they had one high pt creatinine result that repeated lower. Original result was 1.7 mg/dl, repeat result was 1.0 mg/dl twice, original result was not reported to the physician. The repeat result was reported to the physician. Pt was not affected. The field service representative could not find a cause and verified performance of the analyzer. If additional info is received, appropriate notification will be provided.